Manufacturer narrative:
The intraocular lens remains implanted. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. Attempts to obtain specific product identifiers were unsuccessful, and we were not able to review manufacturing records. Halos and glare are a known and labeled possible side effect of multifocal iol implants. Lens remains implanted.

Event description:
E-mail received from a patient reporting halos and cloudy vision with her multifocal intraocular lens implant. Lens was implanted 1 year ago and remains implanted. She stated her near vision is good, but requires eyeglasses for mid-vision. Attempts to obtain additional product identifiers from the patient have been unsuccessful.